Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increasing threshold measurements. Impedance measurements were stable. It was reported the patient was developing exit block and it was suspected to be from site of injury from the lead. During a normal device change out procedure this lead was capped.

Manufacturer narrative:
This lead was capped and surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.